Event description:
Contact in another country, reported that 5 to 6 xpdm setscrews loosened after spinal fixation necessitating a revision surgery. The loosened screws were discovered when the pt complained when leaning forward. An x-ray showed loosening and that the rod had moved. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use ( IFU) supplied with the device.